Event description:
It was reported that a malfunction occurred with the display of malfunction code 16, identified as a momentary power change to the speaker. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was able to continue using the pump.